Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was obscured by vertical lines, and the bottom portion of the screen was black. Customer¿s blood glucose level was 195 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.